Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that they experienced high blood glucose. The customer¿s blood glucose level was 500 mg/dl and 266 mg/dl which was treated with syringe. Customer was experienced symptoms like nausea and vomiting. Customer was performed self and displacement verification test and it was pass. Customer was not use auto mode. Customer stated that drive support cap was not damaged. The insulin pump will not be returned for analysis.